Event description:
International affiliate reports the expedium si polyaxial extended screw malfunctioned/presented a defect during surgery. Reports the procedure was completed with same/like product and there was no resulting delay. However, the affiliate is unable to indicate the type of malfunction that occurred. As it is possible that the extended tab poly screw may have malfunctioned in a way that, if it were to recur, could result in serious injury, impairment or permanent damage to a body structure, or a need for medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, this medwatch report is being filed to document the event.

Manufacturer narrative:
The single innie extended tab 6x45mm polyaxial screw (product code: 1797-32-645, lot number: angd5p) was returned to the complaints handling unit (chu) on september 30th, 2014 after the initial closure of the complaint. The screw features no damage that would affect its functionality. There is no damage to the screw shank, tulip head, saddle, or screw head. The threads of the tulip head are in good condition and the tabs have broken off as intended. The screw head has seen some attempted usage but remains devoid of damage that would affect the surgeon¿s ability to use it. Complaint not confirmed. A review of the device history record (DHR) was performed following the return of the single innie extended tab 6x45mm polyaxial screw (product code: 1797-32-645, lot number: angd5p). No issues were identified during the manufacturing and release of this screw that could contribute to the problem reported by the customer. A 12-month review of the complaint trend analysis for the single innie extended tab screw was conducted on the family of screws for any complaint, as the exact failure mode is unknown. No emerging trends were noted. A root cause analysis is not necessary at this time as no product problem has been identified. No damage that would affect the polyaxial screw¿s functionality was found. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed , this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was discarded.